Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose under 30mg/dl. The customer stated that his blood glucose was 240mg/dl before he went to sleep, and he treated his glucose level and entered 60 carbohydrates in the insulin pump. The customer woke up in the morning and his blood glucose reading was 190mg/dl. The caller treated his blood glucose for the same amount, and he entered 60 carbohydrates into the insulin pump and delivered a bolus, but he did not have anything to eat at all. He stated that his wife woke him and called the paramedics. The customer stated that he was treated and was released. No further information was provided.